Event description:
The customer reported conflicting results with the ID now covid-19 assay on a throat sample using the kit swab performed on (B)(6) 2022. Per the customer, one assay generated a positive result and one generated a negative result. Two repeat tests performed the same day using nasal samples generated negative results. The patient was reportedly symptomatic and had been for two days. The customer confirmed there was no impact to the patient's treatment.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot: 1055627 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 190-000 / lot: 1055627, test base part number: 190-430 / lot: 1055627. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 1055627 showed that the complaint rate (B)(4), respectively. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue.